Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the draining issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had site drainage issues. The customer contacted an olympus field service engineer (fse), indicating, water flood was noted with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was observed, rinse test was performed, and the main drain port where the machines drains was noted to be clogged causing flooding in the reprocessing room. The customer was instructed not to use the device and to contact plumbing contractor to resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.